Event description:
The pt's roommate reported the pt was in the hospital diagnosed with ketoacidosis. He stated that the pt was using her backup insulin infusion device and she, along with her doctor, thinks the device malfunctioned. The roommate stated he had no details as to how the device malfunctioned. He stated the pt's symptoms were frequent urination and throwing up. He stated her blood glucose reading was 578 mg/dl and he gave her an injection of insulin which decreased her reading to 270 mg/dl. He stated he took her to the hospital when her readings began once more to elevate. He said upon admittance to the hospital she was dehydrated and her blood glucose reading was over 500 mg/dl. The product was replaced and requested to be returned for eval.